Event description:
This lead was capped due to patient had multiple vf episodes (B)(6) 2024 due to non-physiologic noise on the rv channel, possibly from lead fracture. Some episodes showed inappropriate therapy while others had the shock aborted. Pacing impedance, threshold, sensing, and shock impedance trends were uneventful. Previous iegm recordings april 8th and earlier did not show indications of lead noise. Reported by (B)(6).

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.